Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis nurse (pdrn) at a user facility reported a fresenius safe lock apd luer lock connector that leaked fluid during a patient¿s training treatment at the clinic. The pdrn reported that no fluid got on or inside the cycler de to the issue. Upon follow up, a pdrn advised they could not confirm if the patient was connected at the time the leak occurred. It was confirmed that the connector was discarded and was not available for return. Additional information was requested, but was not provided.